Event description:
There was an error in the contraindications of the current IFU for pph03 concerning the tissue thickness to be stapled and not tobe stapled. English - contraindications say: do not use where the combined compressed tissue thickness is greater than 1.5 mm, or where the internal diameter of the rectum will not accommodate the instrument and accessories. If the instrument is used on tissue greater than 1.5 mm in thickness, an inadequate mucosal repair and inadequate hemostasis could result. Italian - contraindications say: do not use where the combined compressed tissue thickness is greater than 1.5 mm, or where the internal diameter of the rectum will not accomodate the instrument and accessories. If the instrument is used on tissue smaller than 1.5 mm in thickness, an inadequate mucosal repair and inadequate hemostasis could result. There was no patient consequence.